Manufacturer narrative:
Argus case : (B)(4).

Event description:
Intestinal obstruction [intestinal obstruction]. Used adhesive agent corega for fixing bridges [device use issue]. Case description: this case was reported by a physician via sales rep and described the occurrence of intestinal obstruction in a female patient who received double salt dental adhesive cream (corega denture fixative cream) cream for denture wearer. Concomitant products included no therapy. On an unknown date, the patient started corega denture fixative cream. On an unknown date, an unknown time after starting corega denture fixative cream, the patient experienced intestinal obstruction (serious criteria gsk medically significant) and device use issue. On an unknown date, the outcome of the intestinal obstruction and device use issue were unknown. It was unknown if the reporter considered the intestinal obstruction and device use issue to be related to corega denture fixative cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: the doctor said that her relative used adhesive agent corega for fixing bridges. After a while intestinal obstruction developed, which the patient associated with the use of the fixing cream.